Manufacturer narrative:
The unit was received and was programmed with test mini link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature was working properly. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during sensor system test due to slightly loose drive support disk. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump alarmed motor error immediately after a no delivery alarm. Customer does not recall any significant events leading to the error. Although he may have dropped the pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting was attempted for the motor error and customer was able to complete the rewind sequence however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.